Event description:
At the completion of surgery, a blistered area approximately the size of a fifty cent piece was observed on the patient above the area of the surgical incision.

Manufacturer narrative:
At the hospital's request, a service technician visited the hospital on september 10, 2008 to verify the light intensity levels of the surgical lights used during the surgery in the operating room. The steris service technician reported that three lights were in use simultaneously during the surgery. All three lights were inspected and performed properly, and the light intensity of each was within the specified minimum and maximum illumination range. The hospital staff reported that all three lights were placed at proper distances from the patient during the surgery as specified in the operator manual and that the burn was covered by surgical draping. At this time, it is unknown what type of drape was used at the operative site and/or if a chemical solution or instrument may have contributed to the burn.

Event description:
The user facility reports that the patient is fully recovered with no residual injuries.